Manufacturer narrative:
The device was discarded by the hospital.

Event description:
Medtronic received information that during use of the ECMO oxygenator, it was reported that there was blood leaking from the gas exhaust port. The device leak did not cause or contribute to the patient outcome. The device was used to complete the procedure. The patient expired, but the outcome was not related to the oxygenator. Medtronic received additional information that the circuit was primed the same day it was used, roughly 1-2 hours prior to use on the patient. The circuit was primed with normosol. The patient was a failure to wean from bypass and was completely heparinized prior to initiating ECMO. It was roughly an hour until the leak was observed. Patient was too unstable to change it out. Physicians were notified and were in agreement not to change. The device issue did not factor into the patient's demise.